Event description:
The customer contacted the company's customer experience team via sms text messaging to ask if it was possible for the device to come out on its own as they were unable to feel the rim. The device had been in place for approximately 30 hours when the customer contacted customer experience. Live assistance was provided via text messaging and a follow up email was sent. The following day the company's customer experience team followed up with the customer and the next day the customer reported that their ob/gyn had removed the device. The customer was contacted by the company via email for additional follow up and was advised to discontinue their use of the device and follow the instructions of their treating provider. The customer declined to answer any additional follow-up questions or provide further information to the company regarding the event. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.